Event description:
A pt was retested on 8/12/96 in the left cheek. On 8/13/96 the pt noted and presented with erythema, swelling, and tenderness at the retest site. The physician diagnosed a hypersensitivity; oral keflex was prescribed. In 8/17/96, the symptoms had improved.